Event description:
It was reported that during a shoulder procedure using an opus speedscrew 5.5 implant with inserter handle, the implant did not separate from the handle properly, leaving the tip of the implant inside the pt. The tip of the implant was removed with forceps, however, the procedure had to be converted to an open surgery to complete. There were no significant delays or pt complications reported as a result of this event.